Event description:
P.t. Treating pt's knee with ultrasound at 1.5 w/cm x 5 min. The ultrasound unit began to emit black smoke and smell. Pt immediately terminated treatment, unplugged unit. The therapy area was cleaned and security alerted. The pt was sent to the physician for examination.